Event description:
A 2.5mm diameter x 18mm length endeavor rx drug-eluting coronary stent was deployed a pt with effort angina pectoris. The target lesion at lad#7 was a bifurcation lesion with d3. The deployment of endeavor rx drug-eluting coronary stents is not recommended for pt at a bifurcation. Post deployment an ivus confirmed that there was no malapposition of the stent; however the lesion was not sufficiently expanded. A number of poba balloons were inflated in at lad#7-8 and d3, prior to a kissing balloon technique. Immediately after the dilatation by kbt a perforation was observed. The perforation was treated and the procedure completed. Eighteen days post procedure, the pt presented with ami. A thrombus was confirmed at lad#7. The thrombus was aspired with an aspiration catheter and poba was performed. Info received from the account confirmed that anti-platelet medication could not be prescribed due to the occurrence of the perforation during the procedure. The pt is reported to be fine and no other sequelae were reported. The device has not been returned for evaluation; however based on the info available the device has not been identified as the root cause of the stent thrombosis. A commented by the physician the thrombosis likely occurred as the pt could not be prescribed anti-platelet medication due to the occurrence of the perforation. Stent thrombosis is also listed as an inherent risk of a pci procedure.

Manufacturer narrative:
Secondary intervention: thrombus aspiration, poba - eval results: stent thrombosis. Deployment of endeavor rx is not recommended at a bifurcation.